Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was stuck and unable to open. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2 was difficult to open and close. A field service engineer (fse) removed the drawer from the station and examined the rails. One rail, which was exposing bearings, was replaced. The fse then returned the drawer to the station. The station was powered down, the drawer was plugged back in, and the station was powered back on. The customer tested the drawer after the rail replacement and verified that it was functioning normally. The system functioned as intended after the field service engineer repaired the device.